Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011. The patient experienced dyspareunia and vaginal pain and had the mesh removed on (B)(6) 2012. Nor further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch is in response to hospital (B)(4).